Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system cat6 aspiration catheter (cat6). During the procedure, physician experienced resistance while advancing the cat6 through the introducer sheath and into the non-penumbra sheath, however was able to advance it. While retracting the cat6 after being used for the first pass, the physician experienced resistance again and the cat6 became kinked. The cat6 and sheath were therefore removed, and the procedure was completed with a new sheath and a new cat6. There was no report of an adverse effect to the patient.